Event description:
The recent download from a 40 year old male patient revealed several "discharge profile fault" flags. Lifecore customer support attempted to reach the patient and left a message. The patient contacted support the same day to report that the device made a loud popping sound the day afternoon before and the screen went blank. He stated that the device has no powered up since this occurrence. Support sent the patient a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unknown, but likely due to a battery pack being forced into a monitor with the connectors misaligned. The damaged connector on the monitor was replaced. No adverse event resulted from the damaged monitor. The patient received a replacement monitor.